Manufacturer narrative:
Manufacturing site evaluation: during visual inspection of the tip of the instrument it was noted that one spike in the hole at the fixation pin was broken. Further it was noted that the rim of the hole has a raised up. Used test and analysis equipment: microscope "keyence vhx 5000 " eq.nr. 2000024840 digitalcamera "panasonic dmc tz8." The manufacturing documents have been checked and found to be according to specification valid during the time of production. There are no further complaints with this lot at hand. The root cause for the problem is most probably usage related. The breakage of the spike in the hole in conjunction with the raised up rim is a sure hint for a mechanical overload during usage. A material failure or a manufacturing error can be excluded.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report. Patient code: no code available (over an hour of surgery delay).

Event description:
It was reported that there was an issue with apfelbaum odontoid sleeve. It was reported that on or about (B)(6) 2019, during surgery, while placement of the odontoid, the drill guide spike bent and had to be removed. Per additional information received on 07aug2019, the surgery was completed successfully. There was a surgery delay of over one hour. Additional information was not available. The malfunction is filed under aag reference (B)(4).